Event description:
Balloon on balloon catheter ruptured while in pt, causing backup of blood into helium line of the datascope balloon pump. This required immediate removal of catheter. Pt arrested, code was called, pt expired.

Event description:
Add'l info rec'd from MFR 11/20/00: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the iab is not entirely uncommon and has been reported in the literature on various occasions. Unfortunately, all iab's are possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and the size of the aorta, as well as the iab's position in relation to that plaque.